Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from the nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. The consumer stated that on (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized. The cause of peritonitis was unknown. Follow up on (B)(4) 2012, with the peritoneal dialysis nurse( pd, rn) who stated that she did not have any information at this time. The pdrn stated that once she has the information, she would call back.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b08013 and h12a25092. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.